Event description:
It was reported that during a routine generator change procedure, this right atrial (ra) lead was found to exhibit high pacing threshold and low sensing amplitudes were measured. The physician also noted that the left ventricular (lv) lead also exhibited high pacing thresholds and muscle stimulation. The physician explanted the ra and lv leads and replaced them with new leads successfully. No additional adverse patient effects were reported.